Event description:
It was reported that during an implant attempt, two different model leads failed to achieve acceptable thresholds, nor stable fixation due to patient anatomy. Neither lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. Primary analysis finding: no anomalies were found. (B)(4): the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was present on the distal conductor.